Event description:
It was reported that the battery gauge was fluctuating which resulted in the pump shutting down. It was reported that the customer experienced an elevated blood glucose (bg) level ranged from 195 to 580 mg/dl. A correction bolus was delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.